Event description:
Technician alleged siderail will not latch.

Manufacturer narrative:
Technician found internal latch spring popped out of place. Technician replaced latch spring with new to resolve the issue.